Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwbbt occurred . No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver boot failed due to receiver was perpetually rebooting. The log could not be downloaded. The receiver case was opened for an internal visual inspection and it passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.